Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use wish accompanies each device states: "implant is for single-pt use only and is to be implanted surgically. If either the outer polyester/ polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed implant should not be used. It also states: "do not use tissue if either inner or outer pouch is punctured, torn, or not intact." (B)(4).

Event description:
It was reported by the pts physician that the pt had a total of three vaginal reconstructive surgeries to correct the mesh implant as the pt had experienced recurrent prolapse and significant urinary retention.